Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode conductor coil was fractured at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured due to torsional overstress during attempts to extend/retract the helix.

Event description:
Boston scientific received information that during the implant procedure, this right atrial (ra) lead was attempted to be implanted. The lead was fixed, but poor measurements were observed. The lead was repositioned, but difficulties with the helix mechanism were encountered. The helix was difficult to retract, then once retracted it was not able to be extended. Another lead was used. No adverse patient effects were reported.